Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called their hospital with concerns of an alarm that occurred when the white power cable was manipulated while connected to either mobile power unit (mpu) and battery power. Further information regarding the alarm could not be provided. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm that was active when the white power lead was manipulated was confirmed via analysis and testing of the returned controller. The heartmate 3 system controller (serial number (B)(6) was returned and evaluated at abbott and a log file was downloaded. Additionally, a log file was submitted for review. The downloaded log file from the returned controller and the submitted log file contained partially overlapping data spanning approximately 41 days (13apr2022 ¿ 24may2022 per the timestamp). There were no notable atypical alarms active in the log file that would indicate an issue with the controller. The system controller was functionally tested and passed all steps; however, when the white cable was manipulated, there was an audible alarm active on the controller. The controller was placed on a mock loop for an extended period of time and was able to operate a pump without issue. The controller power cables were dissected to reveal that the yellow (alarm out) wire was completely severed, causing the controller to alarm when the power cable was flexed, confirming the reported event. Incidental findings: fluid ingress on the power cable. The root cause of the reported event of an exchanged controller was determined to be a severed wire in the controller power cables; however, the root cause of the severed wire could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 11may2020. Heartmate iii patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarm conditions, low voltage advisory/hazard alarm conditions no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. G), under section 7, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook (rev. G) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (IFU) (rev. G) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate iii patient handbook (rev. G) and heartmate iii instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.